Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Cause of bg was not known. Reportedly, customer did not address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.